Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument m00885.

Manufacturer narrative:
An immucor technical support specialist reviewed the result image files and noted that all fya cells that resulted as negative by the echo appeared weakly positive. The patient sample was tested in gel using a 30 minute incubation and negative results were obtained. The customer performed repeat testing with a new vial (same lot) of indicator cells and liss. On the 3 cell screen, cell 2 was 1+ and cell 3 was edited to 1+ by the customer. On ready ID, there were 7 negatives and 1 equivocal reported by echo that the customer visually called 1+. On extend I, there were 2 equivocals and 3 negatives that appeared visually positive and 2 cells that reacted 2+. All reactions fit the pattern of a fya with no extra reactions being noted. The customer noted that the reactions were stronger with a new vial (same lot) of indicator cells. We were unable to rule out that the previous vial of indicator cells were compromised. We were also unable to rule out a sample-related issue. Per the package insert 'weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies.' The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.